Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: customer had 5507 error codes, they previously checked out the mixervalves and pm of device. They returned ventilator to floor and got same 5507 error code on a patient.patient was bagged and ventilator swapped.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following incident description: customer had 5507 error codes, they previously checked out the mixervalves and pm of device. They returned ventilator to floor and got same 5507 error code on a patient. Patient was bagged and ventilator swapped.